Event description:
It was reported that the ilet user experienced frequent hypoglycemic events after an initially positive start with therapy, with episodes sometimes occurring at night and the user overtreating lows using oral glucose. No lifestyle changes were reported, and the event was addressed through education and assignment for additional training. Symptoms included hypoglycemia with a nadir of 62 mg/dl accompanied by shaking/ tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided, and review of user technique. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment of hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.